Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to outpatient clinic for routine device follow-up when there was 8 episodes that fell in the vt zones. It was t-wave oversensing and not true vt. The patient received 1 burst of atp, but was not aware and suffered no adverse consequences. The physician decided to reprogram the device to a vf zone only. The patient will be monitored closely on merlin.net.